Manufacturer narrative:
As reported, the sealant sleeves of a 5f mynx control vascular closure device (vcd) was bent and could not enter a 5f non-cordis sheath. There was no reported patient injury. The device was being used in a transfemoral cerebral angiogram. The procedure used a retrograde approach, and the deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees for the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was little vessel tortuosity and little presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. Hemostasis was achieved using manual compression, which lasted for 20 minutes. The device was stored and prepped according to the instructions for use (IFU). Damage was noted during insertion into the sheath. The device was removed from the packaging according to the IFU, and no excess force was applied during insertion. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were not depressed. The stopcock was found closed, and a cordis mynx syringe was returned detached from the unit. The sealant was present in its manufactured position and was partially exposed. A kinked/bent condition was observed to the sealant sleeves. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not exhibit any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis could not be performed due to the sealant sleeves being kinked/bent. The catheter working length was verified and found to be within the defined specification, obtained using a calibrated ruler. A functional analysis was carried out using a lab sample 5f csi. The csi was inserted onto the unit and withdrawn from it without any friction or resistance noted. A simulated deployment test was also conducted to evaluate the unit¿s operational functionality. The device performed as intended, successfully deploying the sealant and retracting the balloon upon depression of button 1 and button 2, respectively. The reported event of ¿sealant sleeves (cartridge assembly)-kinked/bent¿ was observed through analysis of the returned device as the sleeves were found to be kinked/bent. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the kinked sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (although it was reported that no excessive force was used during insertion into the sheath), and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the kinked condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant sleeves of a 5f mynx control vascular closure device (vcd) was bent and could not enter a 5f non-cordis sheath. There was no reported patient injury. The device was being used in a transfemoral cerebral angiogram. The procedure used a retrograde approach, and the deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees for the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was little vessel tortuosity and little presence of pvd or calcium in the vicinity of the puncture site. Hemostasis was achieved using manual compression, which lasted for 20 minutes. The device was stored and prepped according to the IFU. Damage was noted during insertion into the sheath. The device was removed from the packaging according to the IFU, and no excess force was applied during insertion. The device is being returned for evaluation. Addendum: the sealant was partially exposed on product evaluation.